Event description:
During evaluation of a returned spectrum pump, the device had constant downstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had constant downstream occlusion. A review of the event history log (ehl) revealed no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor was found out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.